Event description:
Our company received additional information that this device and the right ventricular defibrillation lead were explanted as the lead had displayed high shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead and device displayed an out of range shock impedance measurement greater than 125 ohms. A technical service consultant was contacted and recommended additional testing. The field representative reported that no additional testing was performed. The lead integrity testing will be assessed at the replacement procedure since the device is close to the replacement indicator. No adverse patient effects were reported.